Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. It was stated that the customer had a seizure prior to the hospitalization due to the low blood glucose. Prior to the hospitalization, the customer treated his blood glucose based on the reading that the sensor gave him, without first checking his blood glucose with a glucometer. It was explained to the customer that he should never treat based on the sensor reading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.